Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation did not receive the device; instead the electrode pads, activity logs and strips were returned. Evaluation of the electrode pads did not reveal any irregularities that would have contributed to the reported event. Review of the device activity log and strips does show the device is powered on into auto defib mode and the device prompted stand clear in order to perform a signal analysis. The user pressed the shock button delivering the selected energy to the patient. Based on the evaluation, the shock button was pressed by the user when advised by the device. Therefore this claim is being closed as the device performed to specification. No trend is associated with reports of this type.